Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that it was taking over 5 minutes for the personal therapy manager (ptm) to connect to the pump to deliver the bolus. The patient stated the issue started couple months ago and the ptm got stuck at 91%. The patient stated they can get 11 bolus a day. The manufacturer's patient services specialist (pss) assisted the patient with clearing data and device connection.